Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 2.5x8mm xience sierra was advanced to the lesion and attempted to be inflated but completely failed to inflate. The device was removed. There was no report of a stent-balloon rupture or leakage noted. Although it was stated that there was a clinically significant delay, there were no adverse patient effects related to the delay. Another device was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the outer member damage identified during return evaluation caused the reported activation failure of the device. The outer member damage and subsequent leak were likely due to handling and/or manipulation of the device during the procedure. Scratching near the outer member tear indicates a possible interaction with device accessories and/or difficult anatomy. Additionally, there was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.